Event description:
It was reported that the patient underwent the index procedure on (B)(6) 2010, during which a promus stent was deployed. On (B)(6) 2012, the patient was found unresponsive at her home, CPR was performed and the patient was hospitalized; however, the patient had a do not resuscitate status and with the agreement of the family, no more treatment was performed. The patient subsequently died, cause of death was cardiac arrest. No autopsy was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us. There were no reported product deficiencies. The reported patient effect of death is listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.